Event description:
Operation in the femur. After 6 weeks of surgery, the patient came back with a knee swelling. The screw broke in situ. Dr. Had to go back in arthroscopically and remove the remnant, 2 - 3 small pieces that were floating free in the knee joint.

Manufacturer narrative:
Additional event information has been requested of the attending physician and will be provided in a follow-up report.